Event description:
Additional information was received that the cause of the non-detachment was not determined. An instant detacher was not used. There were 3 attempts at manual detachment. There were no issues prior to coil non detachment. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil would not deploy. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Vessel site or location associated with the event: right t5 bronchial artery (distal). The degree of tortuosity was moderate. No calcification was reported. Lesion stenosis was 0%. Artery diameter 2 mm and lesion length 10 mm. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The coil could not be released from his system, it was immediately removed and placed in the infectious biological waste because the patient had high-end tuberculosis. There were no patient symptoms or complications associated with this event.